Event description:
The hospital reported that when the hst iii system (3.8mm) was unpacked, loaded into delivery system, then pulled out of the loader, the seal was broken. It was deemed unsafe to use. A new device was used to complete the procedure. There was no health hazard to the patient.

Manufacturer narrative:
Tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- problem code changed to 1135 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during coronary artery bypass procedure, when the hst iii system (3.8mm) was unpacked, loaded into delivery system, then pulled out of the loader, and steps 1-4 of the setup were complete, the seal was cracked. The seal had peeled off when the delivery device handle was pulled from the loading device. It was deemed unsafe to use. The seal did not come into contact with the patient's aorta. A new device was used to complete the procedure. There was no procedural delay. There was no health hazard to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/26/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The loading device was returned in pieces with the blue wings snapped off the base. The clear plastic cover of the loading device was not returned for evaluation. The blue slide lock of the delivery device was observed to be on and the white plunger was not depressed. The tension spring was observed to be in the deliver tube, however the seal was observed to be outside the tube in an opened state. The outer edge of the seal was observed to be cracked. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "crack; seal", as well as the analyzed failure "fitting problem" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000342438 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.